Event description:
Date of the event is unknown. Customer reported tubing did not come apart but just broke off. No patient harm reported and no other patient or event details available. The IV administration set was received. Investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.